Event description:
A malfunction alarm, specifically malf 12, was reported. There was no reported adverse impact to the customer's blood glucose level. Customer support assisted the caller by providing pump reset information and helped reset the pump. Following the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to contact support again if the malfunction recurred and confirmed understanding of the instructions.